Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2015-06435 and 1225714-2051-06436. Additional information has been requested and will be submitted upon receipt accordingly.

Manufacturer narrative:
(B)(4). This is one of two device reports related to this event. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac event and subsequently expired, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.